Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a sensor error message. Due to delivery delay, customer reported an adverse event in which the customer experienced symptom of thirst and required treatment of drink by third-party for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings. Section h-4 (device mfg date) has been updated as well.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a sensor error message. Due to delivery delay, customer reported an adverse event in which the customer experienced symptom of thirst and required treatment of drink by third-party for hypoglycemia. There was no report of death or permanent injury associated with this event.